Manufacturer narrative:
(B)(4). Visual inspections were performed. The reported separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the whisper guide wire instruction for use states: all hi-torque guide wires are intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty (ptca) and percutaneous transluminal angioplasty (pta). Although the reported separation was confirmed, the investigation was unable to determine a conclusive cause for the reported difficultly. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat the coronary sinus with a 014 whisper ms guide wire. The guide wire separated 10 cm from the distal end in the coronary sinus, so it was removed. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.